Manufacturer narrative:
Investigation summary: bd had not received samples, but one photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter- hair was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter- hair was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter- hair. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, the device experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: a foreign body was found in the tube, and the hospital required a reasonable explanation, and the tube did not need to be replaced. However, the hospital could not understand how the foreign body, which looked like "hair", got into the tube.